Event description:
It was reported that the patient presented for the implant procedure. During the procedure, after interrogation, the atrial lead exhibited loss of sensing with negative current of injury. The atrial lead was then observed under the fluoroscopy and it was noted that the atrial lead had insulation damage. The atrial lead was not used and replaced during the procedure. The patient was stable.